Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
The patient reported that therapy stopped working on (B)(6) 2016, and they were going to the bathroom a lot. It was indicated that the patient had the therapy on and off since (B)(6) 2016. Therapy was turned off for botox therapy and a surgery on (B)(6) 2016. The patient did not feel stimulation, there was no telemetry, and was getting a poor communication screen with and without the antenna attached for the last week prior to the report. A replacement patient programmer was sent to the patient. Additional information received indicated that the replacement programmer would not turn on. When the patient put the batteries in the device, it started working. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the consumer reported the patient had notified her managing physician and had an appointment (B)(6). It was indicated a representative would be at the appointment and the representative would reprogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.